Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the history log files it could be detected that the complaint device was used for an infusion therapy on (B)(6). A syringe (type b.braun ops 50ml) was selected and a flowrate of 1 ml/h was set. Is was possible to detected that no malfunction occurred during the infusion therapy on both days. On 23rd of january at 7:35am a syringe change was performed and the infusion therapy was started again with the same parameters. Furthermore it was possible to detect that the pump was removed from mains voltage at 7:35am. At 09:11pm the syringe holder was opened by the user and a syringe change was performed. The technical malfunction "battery voltage fault" occurred during fast run of the drive unit. The alarm "battery empty" was displayed on the lcd-screen. Three minutes later the pump was turned off. At 10:59pm the perfusor space was turned on again. The battery malfunction occurred again during syringe change. The pump was connected to mains voltage again and the malfunction didn't occur again. The syringe b.braun ops 50ml was selected. The alarm "syringe empty" occurred after the drive head reached the plunger of the syringe. During the visual inspection of the perfusor space, all cover caps on the screw pillars were available and undamaged. A production or technician seal was missing. Further it was possible to detect a damage of the p2 connector. Upon visual inspection the outside of the pump appeared to be in a good working condition. On the left side a sticker with a date "09/2019" could be recognized. According to the information in the cc-notification the technical safety check is expired of the pump. It was possible to put the pump in operation and a long term test was performed. The malfunction "battery voltage fault" occurred during syringe change, when the pump was not connected to mains voltage. The alarm is caused by a defect of the battery (high impedance). Furthermore the alarm "syringe holder" occurred sporadically during infusion. The syringe holder was not open during the alarm occurred. These technical malfunction is caused by a defect of the potentiometer (part of motherboard). No other technical malfunctions occurred during long-term test. For an inside investigation the device was disassembled. It was possible to recognized that the drive unit and the syringe holder were replaced during a previous repair process. Further it could be detected that the battery pack sp was too old. The production date was week 7 in 2012. Material compression were found on the load-bearing surfaces of the drive unit at the lower and upper housing. The complaint could be not confirmed. On (B)(6) 2020 between 09:30pm and 11:00pm the pump was not used on an infusion therapy. What happened with the syringe during the time could not be clarified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility in (B)(4): "syringe empty." Customer information : syringe with heparin was installed in the pump. Flowrate was set with 1 ml/h. After 24 hours the syringe was empty. No reason could be detected.